Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. 623211) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pubovaginal sling procedure, rectocele repair and cystoscopy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), stress urinary incontinence ("stress urinary incontinence"), cystocele ("cystocele"), rectocele ("rectocele") and obesity ("morbid obesity"). The patient was treated with surgery (total vaginal hysterectomy,removal of right tubal essure coil). At the time of the report, the dysmenorrhoea, stress urinary incontinence, cystocele, rectocele and obesity outcome was unknown. The reporter considered cystocele, dysmenorrhoea, obesity, rectocele and stress urinary incontinence to be related to essure. The reporter commented: the right cornua had six visible coils and the left cornua had four visible coils. The left tubal essure coil could not be retrieved due to the high placement of the tube concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : dysmenorrhoea, stress urinary incontinence, cystocele, rectocele, morbid obesity. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. 623211) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pubovaginal sling procedure, rectocele repair and cystoscopy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), stress urinary incontinence ("stress urinary incontinence"), cystocele ("cystocele"), rectocele ("rectocele") and obesity ("morbid obesity"). The patient was treated with surgery (total vaginal hysterectomy,removal of right tubal essure coil). At the time of the report, the dysmenorrhoea, stress urinary incontinence, cystocele, rectocele and obesity outcome was unknown. The reporter considered cystocele, dysmenorrhoea, obesity, rectocele and stress urinary incontinence to be related to essure. The reporter commented: the right cornua had six visible coils and the left cornua had four visible coils. The left tubal essure coil could not be retrieved due to the high placement of the tube. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : dysmenorrhoea, stress urinary incontinence, cystocele, rectocele, morbid obesity. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.